Event description:
Patient revised on (B)(6) 2020 due to fall which split stitches open two weeks after primary surgery. During washout, surgeon removed 36mm centered glenosphere with screw, 135/145 36/+3 standard humeral cup, and two 18mm long cortical screws, and implanted new 36mm centered glenosphere with screw, 135/145 36/+6 standard humeral cup, and two 22mm long cortical screws.